Event description:
Baxter received a report that totalcare bed had power cord damaged with copper wires exposed. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jul 7, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.